Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they had to go to the ER about a week ago because they were having dizzy spells. The patient reported the ER tried to perform an EKG, and during the EKG procedure, that patient kept feeling a tingling in their bottom and down their leg. The patient said this happened three times, and they told the hcp that they had the spinal cord stimulator (scs). They stopped the EKG, and the ER doctor told them "not to use it with that." The patient noted that the stimulation was not turned off prior to the EKG procedure. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the device was turned off overnight but in the morning it was turned on and began operating. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.